Event description:
Rep reported by phone that the suture spit 2-3 weeks following lumbar laminectomy. Pt was returned to the operating room for wound debridement. No infection was reported. Pt has since recovered with no further events reported.